Manufacturer narrative:
Two catheters are received and were examined thorough for any irregularities. No fault was found. The samples had lot 4920026. No additional complaints with this lot number of this nature. It is a very rare problem for eve catheters.

Event description:
According to the available information, when the patient started using scceve, she had bleedings. She doesn't want to use it anymore.